Event description:
Additional information: it was reported that patient presented with right hemispheric stroke symptoms on (B)(6) 2019. CT angiogram showed occlusion of the right internal carotid artery with poorly collateralized intracranial filling. CT scan result showed right internal carotid occlusion. Suction thrombectomy of an in situ thrombus in the right internal carotid artery was performed on (B)(6) 2019. It was reported that on (B)(6) 2019, patient's hemoglobin (hgb) 12.2 g/dl and lactate dehydrogenase (ldh) was 610 u/l with signs of stroke. After (B)(6) 2019, hgb was 6.5 g/dl and ldh was was 458 u/l due to intervention for carotid artery. Echo, ramp study and tte were performed which were unremarkable. No further information was provided.

Event description:
Patient presented with left leg weakness and speech difficulty that rapidly progressed to left sided hemiplegia homonymous hemianopsia dysarthria and diminished level of consciousness.

Manufacturer narrative:
Age of device: 2 years, 10 months, 13 days. The device was returned for investigation. The evaluation is not yet complete. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient had elevated lactate dehyrdrogenase (ldh) of 600 u/l and stroke on an unspecified date. Patient underwent a pump exchange. Pump was returned for evaluation. No further information was provided.